Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 122 mmol/l, which repeated as 138 mmol/l. The sample initially resulted in a k value of 3.99 mmol/l, which repeated as 4.56 mmol/l. The na electrode lot number was provided as "7224011 t05202021". The expiration date was requested, but not provided. The k electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field application specialist ran precision studies. The issue has not re-occurred. The investigation could not identify a product problem. The cause of the event could not be determined.